Event description:
Customer reported that the device would not complete the boot-up cycle upon power on and the ac mains led was not illuminated while it was connected to ac source. The absence of ac mains led might be an indicative of the device failure to operate on ac power. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed it's failure to boot completely and charge the installed batteries. Physio re-seated the user interface flex cable connection and replaced the power supply assembly to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the root cause of the no ac operation failure to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shored and fuse f1 open.